Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Inspection of the device revealed a detached and missing tip. The catheter was unable to prime, and the console issued an under-pressure alarm message. A hypotube separation and detached/missing tip was observed at 1.3 cm from the proximal marker band. Media was returned in the form of photos. The photos were reviewed which showed only the packaging of the device and a picture of the pump with no relevant information pertaining to the investigation. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15aug2024. It was reported that an error message occurred. The target lesion was located in the vessel of the leg. An angiojet solent omni catheter was selected for thrombectomy. During the procedure, the catheter started working for the first few minutes. However, it was noted that an error message was displayed on the screen. The procedure was completed using another catheter. No patient complications were reported. However, device analysis revealed a hypotube separation and detached/missing tip was observed at 1.3 cm from the proximal marker band.